Event description:
A malfunction labeled as "malf 12" was reported by the customer, with at least three occurrences on the same pump. The situation did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support advised the customer to use multiple daily injections as a backup insulin therapy. A replacement pump was arranged, and the customer was instructed to return the faulty pump using a pre-paid label within 10 days after putting it into storage mode.